Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has rejected new battery. The insulin pump had motor issues, motor errors, and unexplained no delivery alerts not due to site issues. The no delivery alerts and auto off notifications were becoming more frequent. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, no delivery alarm, no failed battery test alert and no low battery alarm noted during test. Pump received with minor scratched lcd window. Motor passed motor test.